Event description:
Device report from synthese reports an event in japan as follows: it was reported that this was a spinal fusion (l5) performed on (B)(6) 2023. During surgery, torque was not applied when the final tightening, and a metal fragment generated from either the set screw or main body of a screw was confirmed. After removing the metal fragment, to replace the set screw and possibly the main body of the screw, the surgeon turned the torque driver counterclockwise, but the torque driver idled. The set screw became difficult to be removed. Since other final tightening procedures were done with no problems, the surgeon and the sales rep discussed the matter, and the surgeon closed the wound and finished the surgery with the set screw remained in the body. The surgeon commented that the cause of the event assumed to be cross thread of the set screw. The surgeon also commented that the set screw can be inserted in a cross-threaded condition so that the surgeon was unaware of the cross-threaded condition until final tightening, and only became aware of it when implant breakage occurred. The prolongation of the surgical time was within 30 minutes. This report involves one (1) expedium spine system single inner set screw 5.5. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional device product codes: kwp;kwq;mnh;mni;osh. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10 therapy date: (B)(6) 2023. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.